Manufacturer narrative:
As the lot numbers for the devices were not provided, a lot history review was not performed. The samples were not returned to the manufacturer for inspection/evaluation, however; medical records were received for evaluation. Therefore, the investigation is confirmed for filter tilt, material deformation, perforation and filter limb detachment. Based on the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. (B)(4).

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unknown vena cava filter allegedly experienced tilt, perforation, material deformation and detachment. This information was received from multiple sources. The two reported malfunctions involved two patients with no consequences. The two female patients were reported to be in the range of 47 to 50 years old and one was reported to weigh (B)(6) lbs and the weight was not provided for the other patient.